Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens came out without the trailing haptic necessitating lens explantation. The device associated with this event has not been returned to rayner for evaluation. Additional information has been sought from the healthcare facility to facilitate further investigation of the event. The rayone preloaded iol injection system risk analysis dentifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 112203257.

Event description:
On 23rd june 2023, rayner received notification from its us affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was implanted without the trailing haptic intact.